Event description:
A 3.0mm diameter x 18mm length ave micro stent ii was inserted into the target vessel. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back and the stent dislodged from the stent delivery system. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was successfully snared from the pt and returned to ave. There was no "product complaint" from the physician and there was no add'l clinical sequelae reported relative to the event. No further info is available from the user facility.